Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a capri expandable corpectomy cage with set screw was unable to expand intra-operatively. The procedure was completed successfully with a five-minute surgical delay and no adverse consequences to the patient.